Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device took an abnormally long time to charge just prior to powering off by itself. The customer advised that the patient, a female, was not in a shockable rhythm at the time of the reported issue; however, it is their protocol have the device charged and ready to shock in the event that defibrillation becomes necessary. The customer advised that one battery had been low, while the other one was full, when the reported issue occurred. Medical personnel installed new fully charged batteries into the device. The device was then powered back on with minimal delay and used to continue patient care with no further issues observed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.